Event description:
The buttons are getting stuck on the disposable handpieces used for electric cautery, increasing the potential for patients or staff to unintentionally come in contact with active cauterization.